Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-21984, 2017865-2020-21987. It was reported that the patient presented with an infection two weeks after implant. The pacemaker, right ventricular, and right atrial leads were explanted and replaced with competitor leadless pacemaker. The patient was in stable condition.